Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using packing coil lps. During the procedure, a packing coil lp would not advance through the introducer sheath at all. It was reported there was tension, which caused the pusher assembly to kink. Therefore, the packing coil lp was removed. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance likely contributed to the kink near the pusher assembly mid-joint. During functional testing, the packing coil lp was slightly advanced from its returned position, then resistance was encountered due to the kink in the pusher assembly and the device could not be advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.